Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer landed from a flight. Customer was ultimately able to clear the alarm and resume insulin delivery. Blood glucose was 102 mg/dl.